Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the advance study. It was reported 1 day post the index procedure the patient complained of dull abdominal pain. CT imaging, revealed no significant abnormal findings. The subject was managed conservatively with bowel rest (npo) for one day and resumed oral water intake and subsequently tolerated a soft diet without difficulty. Medication was given and hospitalization was prolonged. The abdominal pain was reported as resolved 6 days post the index procedure. 2 days post the index procedure the patient developed post procedural fever without chills or other accompanying symptoms. Medication was given and this was resolved on the same date. The site assessed the abdominal pain and fever as possible related to the index procedure, and not device related or not related to an underlying condition.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 04-mar-2028, UDI#: (B)(4); product ID: etlw1616c156ee, serial/lot #: (B)(6), ubd: 22-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.